Manufacturer narrative:
The product was not returned for investigation. It was reported that the event was procedure related.

Event description:
It was reported that pleural tamponade occurred during procedure for atrial fibrillation. Punction and surgical pleural drainage was performed during 24 hours. Then, pleural drain was taken off in 2009. Resolved 2 days later without sequelae. The prognosis for pt was satisfactory.